Event description:
A healthcare facility in (B) (4) reported to a fisher & paykel healthcare (fph) that the respiratory humidifier generated an error code e20 during system setup. Further investigation revealed that an rt340 adult breathing circuit was faulty and it gave a heater wire alarm. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare (fph) by a healthcare facility in (B) (4). The product is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device has only recently been returned to fisher & paykel healthcare in (B) (4) and is currently being investigated. We will provide a follow-up report upon completion of the investigation.